Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a "call tech support" error was displayed on the receiver. No additional event or patient information is available. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined.